Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. A returned product evaluation was also completed and confirmed the complaint received. A hole was present in the proximal shaft of the sheath. A non-conformance was initiated to further investigate. No patient impact or injury was reported.

Event description:
During a venous ablation the md noticed leaking of flush from the side of a micro access kit on 2 kits. Completed procedure with another device with the same model number. No patient injury or impact reported. This MDR is associated to 2134812-2018-00054.